Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse delivery) has been confirmed. Upon investigation the monitor will not baseline. The cause for the failure was isolated to contamination on pins j1002aa and j10003aa on defib board and j1000 on ca board. The contamination created intermittent connections causing insulated-gate bipolar transistors (igbts) to short. The root cause for the shorted igbts was the contamination on the tin pins. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor resets during pulse delivery.